Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. With the information provided, it is not possible to determine the root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a very tiny crack starting to initiate at the intersection where the shaft is inserted into the handle. However, the handle is still functional. A two-year search of the complaint database found dra-(B)(4) was completed in (B)(6) of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle has started to crack at the intersection where the shaft is inserted into the handle.